Event description:
According to the reporter, trach cuff balloon will not hold air. Patient required removal of existing tracheostomy and replacement at bedside. They removed attempted to replace tracheostomy using bedside emergency trach from emergency trach supplies. After removing previous trach and opening new trach from supplies, noted to have wrong trach. Existing trach had cuff, available replacement trach had no cuff. Patient required re-intubation at bedside. Both trachs were correct size and "navy" color, one having a cuff and the other none.

Manufacturer narrative:
Additional information: a1, b5, d4(model#, catalog#, expiration date, lot#, UDI), d10, g4, h3, h6 h3 evaluation summary: the sample was received for evaluation and no reported event was observed in the received sample since met with the product specific ations. All the components are assembled properly at the tube, printing on the flange and code color is according to the drawing. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, trach cuff balloon will not hold air. Patient required removal of existing tracheostomy and replacement at bedside. They attempted to replace tracheostomy using bedside emergency trach from emergency trach supplies. After removing previous trach and opening new trach from supplies, noted to have wrong trach. Existing trach had cuff, available replacement trach had no cuff. Patient required re-intubation at bedside. Both trachs were correct size and "navy" color, one having a cuff and the none for the other.